Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 250cc breast implant had a crease/fold on the posterior view. Additionally a tear was noted within the crease, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with two 250cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral breast implant deflations, post-procedure. The deflations were diagnosed via mammogram. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacements were: (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9618739 sn: (B)(4) and (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9558869 sn: (B)(4). This medwatch form is for the left breast prosthesis. Deflation on the right breast implant has been reported under mrn: 1645337-2021-02803.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with two 250cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral breast implant deflations, post-procedure. The deflations were diagnosed via mammogram. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacements were: (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9618739 sn: (B)(4) and (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9558869 sn: (B)(4). This medwatch form is for the left breast prosthesis. Deflation on the right breast implant has been reported under mrn: 1645337-2021-02803